Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and dehydration. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the leadscrew and self tests. The insulin pump did not deliver insulin during the prime test. The customer stated that she fell, and now the metal arms that push on the reservoir are bent. The customer also stated that she has lost some weight and she is using the infusion set with the longer cannula. Explained the possible causes of high blood glucose levels and the two high blood glucose rule. Also suggested using a different infusion set better suited for her body type.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.